Event description:
Pt implanted with an lcp proximal tibial plate on an unk date. Follow up x-rays taken 7 months postoperatively showed a broken plate.

Manufacturer narrative:
Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.